Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage ("haemorrhage"), myalgia ("muscle pain"), inflammation ("abdominal inflammation"), blindness ("loss of vision"), gingival disorder ("loss of gums"), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, haemorrhage, myalgia, inflammation, blindness, gingival disorder, fatigue, anxiety and depression outcome was unknown. The reporter provided no causality assessment for anxiety, blindness, depression, fatigue, gingival disorder, haemorrhage, inflammation, myalgia and pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 26-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage ("haemorrhage"), myalgia ("muscle pain"), inflammation ("abdominal inflammation"), blindness ("loss of vision"), gingival disorder ("loss of gums"), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, haemorrhage, myalgia, inflammation, blindness, gingival disorder, fatigue, anxiety and depression outcome was unknown. The reporter provided no causality assessment for anxiety, blindness, depression, fatigue, gingival disorder, haemorrhage, inflammation, myalgia and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. Reporter contact details are not available for follow up. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 26-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage ("haemorrhage"), myalgia ("muscle pain"), inflammation ("abdominal inflammation"), blindness ("loss of vision"), gingival disorder ("loss of gums"), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, haemorrhage, myalgia, inflammation, blindness, gingival disorder, fatigue, anxiety and depression outcome was unknown. The reporter provided no causality assessment for anxiety, blindness, depression, fatigue, gingival disorder, haemorrhage, inflammation, myalgia and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. Reporter contact details are not available for follow up. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage ("haemorrhage"), myalgia ("muscle pain"), inflammation ("abdominal inflammation"), blindness ("loss of vision"), gingival disorder ("loss of gums"), fatigue ("fatigue"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, haemorrhage, myalgia, inflammation, blindness, gingival disorder, fatigue, anxiety and depression outcome was unknown. The reporter provided no causality assessment for anxiety, blindness, depression, fatigue, gingival disorder, haemorrhage, inflammation, myalgia and pelvic pain with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.